Event description:
The facility reports a patient was lifted in the lift with a scoop stretcher attached (not an arjo product). The patient was lifted to the maximum position and the bed was pushed away when the scoop stretcher collapsed at the foot end. The frame was vertical with the patient hanging. A drip that was attached to the patient was ripped out, including stitches, which caused bleeding. The patient was treated by a medical doctor to replace the drip and stabilize.